Event description:
Pt treated for recurrent brain tumor with surgery and intraoperative radiation in 2002. An MRI done in 03/2003 showed recurrent tumor. A follow-up pet scan showed radiation necrosis in the same area of the tumor recurrence.